Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) the patient experienced a perforation and tamponade. It was further reported that the leadless ipg exhibited no capture. The leadless ipg was attempted/not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: micra, model #: mc1avr1-delsys/ expiration date: 28-apr-2023 / serial#: (B)(4) / UDI #: (B)(6) / device available for evaluation: no. Mfg date: 22-nov-2021 / labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.